Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) conduction failure of circuit board in scope connector caused by moisture which invaded the subject device due to the following. - stress applied to open venting connector accidentally while device was under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. - water invaded leakage tube by breakage/misconnection of tube, breakage of packing at reprocessor/leakage tester tube, or the like. Invaded water entered scope connector during leakage test. - immersed device in fluid for reprocessing while sterilization cap was attached. - connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while device was under water. B) failure of ccd unit and/or scope connector internal circuit board by device handling below. -earth wire of system was not connected. -insertion/removal of scope connector while power of system was on. -dirt and/or fluid adhered to scope connector contacts. C) obstructed movement of ccd-cable in bending section caused misalign/kink/breakage of ccd-cable. D) failure of system. The instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No image displayed due to a b30 communication error occurred during the repair inspection. The printed circuit board, connector cable unit and plug unit required replacement in order to display the image from the device. The cause of the defective components are unknown, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus (B)(4) repair center was informed that the olympus ¿demo¿ asset, evis exera iii bronchovideosope was returned to the olympus repair center. No defect or malfunction was associated with the scope. However, during the repair inspection, no image displayed due to a b30 scope communication error. No death, injury or harm to patient or other was reported to olympus. This report is being submitted to capture the b30 scope communication error.